Event description:
It was reported that the patient presented to the emergency room with left arm discomfort. His pacemaker and heart rate were low in the 50s. The patient's programmed based rate was 60 bpm with a rest rate of 50bpm. Therefore the heart rate was normal for the programmed parameter settings, however the ventricular sensing measurement was 2.1mv while the ventricular sensitivity was programmed at 2mv. No loss of sensing was noted on remote transmission. A manual pacemaker check was performed with normal r waves. The physician was notified and requested programming changes to ventricular sensitivity from 2mv to 1.5mv. The patient's admission to the emergency room hospital was unrelated to the device. The patient was stable and was to continue to be monitored remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, high capture threshold was observed upon interrogating the device. During a prior capture threshold test the lead was found to not be able to capture at the previous settings. There was a constant increase in the capture threshold trend report. Programming changes were made to match the changing capture thresholds. A chest x-ray was performed and the lead placement was noted to be fine. The patient will continue to be monitored remotely and there were no patient consequences.